Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of the device is completed, a follow-up/final report will be submitted. Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00-7703-015-00; serial #: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp; part #: 00-7703-020-00; serial #: (B)(4).

Event description:
It was reported that the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the device produced an incomplete mesh. There was no patient involvement since device was used on cadaver donor skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the skin graft mesher sn (B)(6) by dover on 13 may 2020 revealed that the gear and collars were replaced. The cutter 1:5 and 2:1 failed due to an incomplete cut. The pre-repair calibration was out of specification and the test cut passed. Repair of the device was performed by dover on 13 may 2020 which included replacement of the following: gear, collar. Additional repair included the device being disassembled, cleaned, tested, and calibrated the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.